Event description:
It was reported that while trying to deploy a filter, the legs would not come out of the splines. With manipulation, the filter was able to be retrieved through the jugular. There was no report of patient injury.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The delivery system and filter were returned for evaluation. The delivery system consisted of the y-body, storage tube and the pusher wire, all connected. There was no delivery sheath or dilator returned. The storage tube and the y-body appeared clean and intact. All measurements taken were within specification. The filter was undamaged. Heat was applied and the filter took shape. All arms, legs and hooks were present and intact. The result of the investigation was inconclusive for failure to deploy as the introducer sheath was not returned for evaluation; the root cause of the event is unknown. The current information of use (IFU) for this device states the following: precautions: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.